Event description:
It was reported that the patient presented for an implant procedure. During the procedure the right ventricular lead exhibited unspecified helix rotation issues, failure to extend helix, and helix damage. The right ventricular lead was removed and replaced. The patient was discharged post procedure.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. Final analysis found a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The cause of the reported event was the dried body fluids in the helix housing. The reported event of a damaged helix was not confirmed. Visual and x-ray inspection of the lead did not find any anomalies.